Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. A retained sample was available from the same lot for review/testing. No defects or abnormalities were observed on the needle, attachment or the suture. The device met all specifications including the usp needle pull requirements for a size 3-0 pdo device. Sterile devices from this finished good lot were not returned for evaluation. If samples become available at a later time they will be reviewed/tested and the results will be included in the file. A follow-up report will be submitted at that time. The actual decontaminated needle was returned by the distributor for review. No suture was returned in the package. The needle appeared used (ex. Blood). There were prominent tool marks/gouge marks on the needle, along the curve and on the swaged end of the device. The needle hole was clear of suture remnants indicating the suture pulled clear out of the needle hole. The needle hole/channel did not appear to be damaged or out of the original form. A possible root cause for the needle detaching from the suture could be that the suture was not placed deep enough within the needle hole during the attaching process. It¿s also possible that excessive force is utilized during the procedure, exceeding the strength of the attachment, allowing the suture to pull free from the needle or the devices are grasped too close to the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle. Without testing sterile devices from the same finished good lot, reviewing the entire device, reviewing the end point of failure on the suture that was attached to the device or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the device, size of the trocar used in comparison to the size of the needle attached to the suture (did the needle fit through the trocar without using force), details of the procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The needle came off from the suture during the procedure, even though the surgeon didn''t put any effort into it .the device dropped into the body. The needle was removed. There were no remains in the body.